Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 450 mg/dl with polyuria, dizziness, and polydypsia. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient received either an occlusion or empty cartridge alarm and suspended the pump instead of confirming the alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in unintentionally suspending the pump instead of confirming an alarm.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2016 with the following findings: the black box began on (B)(6) 2016. Due to continuous use of the pump, the black box data and alarm history for the event were overwritten. The pump was able to be manually suspended and manually resumed with no issues. A replace cartridge alarm was reproduced the investigation and the pump gave the appropriate sound & displayed alarm message on the screen. The alarm was manually confirmed with no issues. The available daily insulin delivery totals correctly reflected the users programmed basal rates and the pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no hypersensitivity to the keys observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.